Event description:
The pump alarmed "air loss" and the pump did not operate. When the grain dressing was removed from the pt, blood was noted in the balloon catheter. Event complications: unknown-reported 2/11/98. Pt's current status: unk rpt'd 2/11/98.